Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient said he was told "device is not working properly". Patient is scheduled with physician to have device checked out. The device is still in use. No patient complications have been reported as a result of this event.